Event description:
Patient reports that when they tried their second battery pack it wasn't working. They were setup on friday, and waited until sunday to change the first battery pack. The second pack had not been used at all. Pt reported trying several times to insert the second pack into the monitor "but nothing happens." When they placed it on the charger the battery fault symbol "blinks red". The battery pack was replaced.